Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device had a leak, the device was damaged by water, the air humidity sensors changed their color (from white to red) and the power supply module was exposed to liquid leading to the power unit breakdown. It was further reported that the device failed pretests for check indicator ¿ liquid damage, information button and self-test and check for externally cleanness and foils of liquid damage. It was noted in the service order that the device did not work prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.